Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The image shows a blue luer hub detached from the extension line extrusion, and with a stopcock attached to the distal end. The complaint of extension line/luer hub separation was able to be confirmed by the photo, however, a complete visual inspection to determine the cause of the damage could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit (s-15703-112c, rev. 01) warns the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the lumen in question was not connected to any infusion lines but had a three-way tap attached. On rolling the patient the blue luer lock connection on one of the lumens just came away and the line needed to be clamped. I have now been informed this is the 2nd similar occurrence in the past 2 weeks". The device was removed and replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associate MDR numbers include: 3006425876-2026-00269 and 3006425876-2026-00278.

Event description:
It was reported that "the lumen in question was not connected to any infusion lines but had a three way tap attached. On rolling the patient the blue luer lock connection on one of the lumens just came away and the line needed to be clamped. I have now been informed this is the 2nd similar occurrence in the past 2 weeks". The device was removed and replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associate MDR numbers include: 3006425876-2026-00278.

Manufacturer narrative:
(B)(4).